Manufacturer narrative:
Date sent to the FDA: 06/07/2016. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Representative samples were returned for evaluation. Visual and functional examinations were performed and tested samples met requirements.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2016 and suture was used for anastomosis. The suture broke and the graft moved. Bleeding occurred after removing the heart lung machine after the surgeon left the operating room. Therefore, the surgeon came back, re-connected the heart lung machine and repeated anastomosis using a different type of suture. There was no damage to the tissue.